Event description:
The event is reported as: complaint alleges: customer said while testing the device before use, it would not fire correctly and then jammed. No reported patient injury. Patient condition is fine.

Manufacturer narrative:
Device sample has been received by manufacturer, but investigation is incomplete at time of this report.